Manufacturer narrative:
Reporter is a synthes employee. Part # 03.602.042; synthes lot # h207652-08; supplier lot # h207652-08; release to warehouse date: 16 nov 2016; manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that the torque limiting blue handle had failed in calibration. The repair technician reported that device failed the calibration during evaluation. The device minimum peak was less than the accepted torque range. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation at service and repair, the device failed calibration. There was no patient involvement. This report is for one (1) 12nm torque limiting wrench for dual-opening uss. This is report 1 of 1 for (B)(4).